Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to fluid loss from a leak in the balloon. A new 61-70 cm h2o balloon was implanted. It was further reported that there was weak functioning of the aus and recurring incontinence that led to the revision surgery. The fluid loss from the balloon was identified "pre-op by sonar". During the revision surgery the balloon was tested and the leak was visibly seen from the balloon. The patient was stable and continent following the revision surgery. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to fluid loss from a leak in the balloon. A new 61-70 cm h2o balloon was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.